Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump prior to contacting support, so technical support provided pump reset information and assisted in resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.